Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose levels were not included in the report. It was reported that customer was able to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests also, passed the motor test. The insulin pump has cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked belt clip slot, cracked lcd window and cracked battery tube threads.